Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed in order to create better synchrony. The patient also stated "I feel like it's beating to hard and not giving my heart a break." The crt-d remains in use. No patient complications have been reported as a result of this event.